Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 400 mg/dl with extreme thirst, extreme urination, and extreme drowsiness. It was reported that the pump alarmed for a call service (012) alarm. During troubleshooting it was determined that the call service alarm issue was attributed to use error; there was no indication or allegation of a device malfunction. It was also determined that the patient's reported medication may have attributed to the alleged health event. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate settings were recently changed by the healthcare provider. This complaint is being reported because the reported serious injury was attributed to a reported use error.